Manufacturer narrative:
Additional information has been requested and if received will be provide din a supplemental report. This is the same pt/event as MFR.# 9610712-2011-00416.

Event description:
It was reported that, "the components became loose so a cemented revision was performed."